Event description:
I started blasting in (B)(6) 2016, then in (B)(6) of this year my entire body was covered in a horrible case of hives! I was literally covered from my head to my wrists and ankles and it lasted for over a month and itched/burned constantly! I was miserable! I found out that it was due to inflammation from my body reacting to the damage the blaster was doing to my body. I was seen twice by my pcp. The first appointment, he gave me a steroid shot to try to get rid of the hives but after a week, there was no improvement. The second appointment, I was given a steroid pack that relieved my symptoms on day three of taking them but the day after I finished the 5 day pack, the hives came back even worse. After more than a month, I was finally able to get some relief with a product from the natural food market. I stopped blasting when the hives appeared, and during the month I wasn't blasting, I noticed that several areas of my body but most noticeably, my thighs and knees are literally covered in cellulite and now have odd indented areas. But before I started blasting, those were one of my favorite areas of my body. I'd wear shorts every chance I could, I avoid them now. The only reason I ever blasted them was because according to (B)(4), they were "beyond bound". I also gained 15 pounds while I was blasting.